Manufacturer narrative:
(B)(4).

Event description:
During a pump refill, the amount of drug injected into the reservoir was not the same as the amount aspirated. The issue was observed multiple times. Several minutes later, the patient became very itchy at the pump site. Shortly after, the patient became sedated and eventually fell asleep. The patient slept for a few hours while being monitored. When the patient woke up, she was sent home with her spouse. At the next refill, the expected reservoir volume was very close to the amount aspirated. No additional patient effects were reported. The patient will return for a follow-up appointment at a later date.

Manufacturer narrative:
Device evaluation summary: the pump investigation included priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The reported event could not be confirmed. The pump primed and flowed per specification. (B)(4).

Event description:
It was reported that the patient felt the pump was not providing consistent medication. The pump was explanted on (B)(6) 2016 and returned for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
A minimal volume higher than expected in the pump was observed at the subsequent appointment. Since then, there have been no additional issues and the patient is doing well.